Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton because the flow sensor calibration failed when the ventilator was powered by dc batteries. However, the calibration of the flow sensor was successful when the ventilator was powered by ac mains. In general, the flow sensor calibration gets performed either after that a new breathing circuit or component is connecting or when a flow sensor calibration needed alarm is generated. The customer did not report to hamilton in which of these two moments they performed the flow sensor calibration. Whether alarms were triggered was not reported. No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton because the flow sensor calibration failed when the ventilator was powered by dc batteries. However, the calibration of the flow sensor was successful when the ventilator was powered by ac mains. - in general, the flow sensor calibration gets performed either after that a new breathing circuit or component is connecting or when a flow sensor calibration needed alarm is generated. The customer did not report to hamilton in which of these two moments they performed the flow sensor calibration. - whether alarms were triggered was not reported - no device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.